Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found that the reported phenomenon was caused by there was a foreign material in the auxiliary water channel. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oekg and similar past cases, there was the possibility that this phenomenon was attributed to the inappropriate reprocessing by the user. Olympus stated the appropriate reprocessing of gif-1th190 and the counter measures against abnormalities in the instruction manual of gif-1th190.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus europa se & co. Kg (oekg), it was found that the auxiliary water channel was clogged. There was no report of patient injury associated with the event.